Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt with no alarms. The pt was not harmed or injured as a result of the event. Covidien troubleshot this issue with the customer over the phone. The customer was advised to swap the psol, run extended self test, short self test and calibration. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).